Manufacturer narrative:
The insulin pump was received with loose/protruded drive support dirk, cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that drive support cap continued to stick out and customer continued to push it back in; customer states issue began a year prior to call. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.